Event description:
It was reported that the image on the left monitor of the 6800 system was bright white and washed out during a case. The 6800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board and the blackplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.